Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ safetyglide needle broke. The following information was provided by the initial reporter: safetyglide needle failure.

Event description:
It was reported that the unspecified bd¿ safetyglide needle broke. The following information was provided by the initial reporter: safetyglide needle failure.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the needle assembly has the safety mechanism activated and the needle is out of the needle hub. Based on the investigation and with the photo sample analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.